Event description:
It was reported the customer received a compromised force sensor system alarm while priming their tubing. The customer also stated their insulin pump shut off shortly after. Customer's blood glucose was 400 mg/dl at the time of the incident. Troubleshooting found the customer's drive support cap was sticking out. Customer's blood glucose was 200 mg/dl at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed alarm during the basic occlusion test due to protruded/loose drive support disk. The device passed displacement test. The insulin pump was received with protruded/loose drive support disk. The device had minor scratched display window, broken reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.